Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable causes include time left on patient, trauma, materials used within the dressing. The associated risk files contain the reported failure/harm or event. However, the clinical review has not established a causal link. Additional rmr is not required. The instructions for use have been reviewed and contains comprehensive instructions on the safe operation and use of the device no batch/lot number has been provided, therefore a review of the device history has not been possible the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that 2 months after an operation, while applying cica care 6x12cm, the patient¿s keloid become active after 2 months of usage.